Manufacturer narrative:
Qn# (B)(4). Additional information received indicates the condition of the nurse is reported to be fine and the nurse had no other harm or clinical consequences. Section h.6.- health effect impact code updated to 2199 to reflect additional information received.

Event description:
It was reported that "during equipment service to check out of date devices, the nurse cut her finger. The wound needed stitches. The needle guard came off and the needle was protruding through the packaging".

Manufacturer narrative:
(B)(4). The customer returned one unopened ez-io 15mm needle + stabilizer pouch from an ez-io 15mm needle + stabilizer bx/5 (EU). The needle kit was unopened and in its original packaging. Visual inspection of the returned sample confirmed that the needle guard was removed from the needle. The needle was not protruding through the packaging when the sample was returned, but a hole was also noted in the packaging at the location of the needle tip. A review of the certificate of compliance was performed with no findings available. The complaint was able to be confirmed by an investigation of the returned sample. The returned unopened kit was confirmed to contain a needle with its guard removed. The needle was not protruding through the packaging when the sample was returned, but a hole was also noted in the packaging at the location of the needle tip. This failure mode is likely related to the design of the kit packaging. A CAPA was created to address this complaint issue. Corrective actions for the CAPA were implemented in september 2021. This ez-io kit was manufactured in june 2021, which is prior to the corrective actions being implemented.

Event description:
It was reported that "during equipment service to check out of date devices, the nurse cut her finger. The wound needed stitches. The needle guard came off and the needle was protruding through the packaging".

Event description:
It was reported that "during equipment service to check out of date devices, the nurse cut her finger. The wound needed stitches. The needle guard came off and the needle was protruding through the packaging".

Manufacturer narrative:
Qn# (B)(4).